Event description:
Reportable on analysis completed 25 oct 2018. It was reported tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was chosen and was taken out of the package. The was and dilator were flushed and prepared for use. The dilator was inserted into the was and ready for insertion into the patient when the defect on the tip was noted. However, device analysis revealed tip damage with delamination of the liner and the molded tip was stretched out. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.